Event description:
During a lap gastric procedure, the device began to emit error tones during procedure, indicating instrument problems. Procedure completed with bovie. No consequence to the pt. Surgeon did use the device to transect the mesentary after first firing stapler across the jejunum. It is possible that the shears contacted the metal staples that could have damaged the blade.